Event description:
Additional information was received and it was said that the device was explanted due to inflammation and infection on an unknown date. A new device was implanted approximately four months ago. There were no patient complications.